Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported hemoptysis remains unknown. Per the IFU, hemoptysis is a known inherent risk of trauma to the pulmonary artery during a cardiomems sensor implant.

Event description:
Following the sensor implant while holding pressure on the patient's groin site the patient developed hemoptysis. The patient was intubated and a bronchoscopy was performed for removal of a thrombus. The patient was monitored overnight and discharged the following day.